Event description:
Same event as MFR report #6000089-2007-01052. It was reported that during a pci procedure, two balloon ruptures occurred. The 100% stenotic lesion was located in the tortuous and moderately calcified left circumflex (lcx) coronary artery. The maverick2 monorail balloon ruptured at 10 atms on the second inflation. The initial inflation was to 8 atms. Another maverick2 monorail was used; however, this balloon also ruptured. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".